Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. The date is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported she "was feeling very thirsty" and that she "knew her blood sugar was high" so she self-presented to a local hospital and was informed that her "blood sugar was sky high". No hospital reading or diabetic diagnosis was reported by the customer; however, the customer reported she was administered unspecified medication via intravenous infusion, insulin via injection, and unspecified oral medication. There was no report of death or permanent injury associated with this event.